Manufacturer narrative:
Device analysis: the guide wire was discarded by the facility, but the oad was returned for analysis. It should be noted that the oad never entered the patient and was not used in the procedure in which the perforation occurred. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. An in house 0.012" test wire was loaded into the device and passed through without resistance. When tested, the device spun at low and high speed with no abnormalities observed. No damage was observed with the device that would have contributed to the difficulties experienced during the procedure. The device was turned on and off numerous times with no issues observed. While performing functional testing, the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device was within specification and performed as intended. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire guide was not reviewed as the lot number is unknown. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion originated in the distal circumflex artery and extended distally into the obtuse marginal (om) artery. The physician used a 6fr introducer sheath and a whisper guide wire to access the lesion. The whisper guide wire was then exchanged using an over-the-wire balloon exchange catheter for a csi viperwire guide wire. At this point, angiography revealed a perforation in the distal om artery. The physician successfully resolved the perforation via balloon angioplasty and aborted further intervention. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.